Event description:
The salute fixation device is intended for fixation of prosthetic material. The surgeon deployed constructs to attach mesh in a hernia repair surgery. Some of the constructs were properly formed and some began deploying as straight wire. The surgeon was able to remove the straight, candy cane shaped constructs.